Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. User medwatch received: please refer to the user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge via external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.